Event description:
It was reported the pt experienced a post operative infection of staph aureus. The drug in the pump was lioresal intrathecal. No concentration or dose were reported. The pump was explanted in 2007. No other symptoms were reported. The pt recovered without sequela.